Event description:
It was reported that a patient accidentally reset the ilet pump and subsequently experienced wide fluctuations in blood glucose, including a low of 48 mg/dl followed by a high of 401 mg/dl, and used oral glucose to treat hypoglycemia; troubleshooting and education were completed and the case was assigned for additional training. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for self-treatment and additional user training. Investigation included customer interview, device use review, and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction, and the pattern was consistent with use-related issues following a pump reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.